Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired post implantation of the pump. The pt was never discharged to home after their implant. The reported cause of death was multi-system organ failure.

Manufacturer narrative:
The device was returned to the MFR and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.